Manufacturer narrative:
In use at the time of the event: cgm model: g6. Mobile os: ios / ios_iphone xr / <1.2 / ios_14.4.1.

Event description:
It was reported that pump experienced malfunction alarm identified as malf 12, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, was guided through pump reset steps, and confirmed that malfunction did not recur after reset, and customer was advised to continue using pump and to call back if issue returned.